Manufacturer narrative:
(B)(4). The analysis results of the er320 device found that it was received with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed sixteen scissored clips; in addition, the device did not locked out. In order to evaluate the internal components the device was disassembled. Upon disassembling of the device, no anomalies could be noted that led to the non-functional lockout. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2015. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The following information was requested, but unavailable: did device not feed clips? Did device feed clips sideways? Did device not fire clips (jammed)? Did device fire malformed clips? ( I realize the device fired scissored clips) did device drop or eject clips? Were there any other issues during the procedure or with post-op care for the patient?

Event description:
It was reported by the sales rep that during an unknown procedure, it was reported to the rep that the clips were not deploying properly and were scissoring. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.